Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure") and genital haemorrhage ("month long bleeding/ abnormal bleeding (general)") in a (B)(6) old female patient who had essure (ess205) (batch no. 581531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and nulliparous. Concurrent conditions included osteoarthritis, myalgia, eczema, erythema, polymyalgia rheumatica, productive cough and joint stiffness. Concomitant products included medroxyprogesterone (depo provera) from 1995 to 2007 for contraception as well as gabapentin, ibuprofen, medroxyprogesterone acetate (provera) and prednisone. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced abdominal pain ("abdominal pain/cramping"), back pain ("back pain/ pain back") and pain in extremity ("pain legs"). On (B)(6) 2013, 7 years after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced arthritis ("arthritis"), rash ("rash"), dermatitis ("dermatitis") and polymyalgia rheumatica ("polymyalgia rheumatic"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), paraesthesia ("tingling in hands, feet, legs"), hypoaesthesia ("numbness in hands, feet, legs"), pruritus ("itching"), dysmenorrhoea ("severe menstrual cramping/ dysmenorrhea (cramping)"), menorrhagia ("persistent menstrual flow/ abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("pain during sex/ dyspareunia (painful sexual intercourse)"), gait disturbance ("trouble walking"), groin pain ("pain in groin"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), premature menopause ("early menopause/ menopause at (B)(6)"), arthralgia ("knee pain") and musculoskeletal pain ("shoulder pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, abdominal pain, abdominal pain upper, abdominal pain lower, back pain, paraesthesia, hypoaesthesia, pruritus, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, dyspareunia, gait disturbance, groin pain, fatigue, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, anxiety, arthritis, rash, dermatitis, polymyalgia rheumatica, alopecia, premature menopause, depression, pain in extremity, arthralgia and musculoskeletal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, arthritis, back pain, depression, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, groin pain, hypoaesthesia, menorrhagia, musculoskeletal pain, pain in extremity, paraesthesia, polymyalgia rheumatica, premature menopause, pruritus, rash, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain back were clubbed with previously reported events. Events genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, anxiety, arthritis, device dislocation, rash, dermatitis, polymyalgia rheumatic, alopecia, premature menopause, depression, pain in extremity, arthralgia, musculoskeletal pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure") and genital haemorrhage ("month long bleeding/ abnormal bleeding (general)") in a 47-year-old female patient who had essure (ess205) (batch no. 581531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and nulliparous. Concurrent conditions included osteoarthritis, myalgia, eczema, erythema, polymyalgia rheumatica, productive cough and joint stiffness. Concomitant products included medroxyprogesterone (depo provera) from 1995 to 2007 for contraception as well as azithromycin (zithromax), cefuroxime axetil (ceftin), clorazepate dipotassium (clorazepate) from 2012 to 2018, diclofenac sodium (veltex), ergocalciferol from 2012 to 2017, gabapentin, ibuprofen, lotrisone, medroxyprogesterone acetate (provera), meloxicam since 2017, phentermine (adipex) from 2016 to 2017, polytrim, prednisone, simvastatin (zocor), tretinoin (retin a) and vicodin (lortab) from 2012 to 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced abdominal pain ("abdominal pain/cramping"), back pain ("back pain/ pain back") and pain in extremity ("pain legs"). On 1(B)(6) 2013, 7 years after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced rash ("rash") and dermatitis ("dermatitis"). In (B)(6) 2017, the patient experienced arthritis ("arthritis") and polymyalgia rheumatica ("polymyalgia rheumatic"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), paraesthesia ("tingling in hands, feet, legs"), hypoaesthesia ("numbness in hands, feet, legs"), pruritus ("itching"), dysmenorrhoea ("severe menstrual cramping/ dysmenorrhea (cramping)"), menorrhagia ("persistent menstrual flow/ abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("pain during sex/ dyspareunia (painful sexual intercourse)"), gait disturbance ("trouble walking"), groin pain ("pain in groin"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have have sexual intercourse)"), alopecia ("hair loss"), premature menopause ("early menopause/ menopause at 47-48 years old"), arthralgia ("knee pain") and musculoskeletal pain ("shoulder pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, abdominal pain, abdominal pain upper, abdominal pain lower, back pain, paraesthesia, hypoaesthesia, pruritus, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, dyspareunia, gait disturbance, groin pain, fatigue, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, anxiety, arthritis, rash, dermatitis, polymyalgia rheumatica, alopecia, premature menopause, depression, pain in extremity, arthralgia and musculoskeletal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, arthritis, back pain, depression, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, groin pain, hypoaesthesia, menorrhagia, musculoskeletal pain, pain in extremity, paraesthesia, polymyalgia rheumatica, premature menopause, pruritus, rash, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.